Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating primary motor did not engage for over five seconds after a continuous open or short and secondary motor voltage too high. Visual inspection of external components found debris on the fan cover and fan. Visual inspection of internal components found secondary motor out of primary alignment, suggesting secondary motor engagement. This confirms the secondary motor voltage alarm was likely due to secondary motor engagement. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a test of the secondary motor to determine functionality. The driver was fully functional on the secondary motor. A 48-hour observation run was also performed twice. The driver performed as intended with a small deviation of the bmp, likely due the tank. The second was run on a different tank without any issue or deviations. The driver performed as intended. All of the batteries associated with this complaint failed functional testing related to capacity and not recharging. Failure investigation for this complaint confirmed the reported complaint through functional testing of the batteries. The customer complaint was replicated during testing; the root cause of the reported freedom driver failure was determined to be nonconforming onboard batteries due to loss of cell balancing. Failure investigation identified no other test failures or damage that could have contributed to the reported event. It is unknown what the initial reason was for the patient to switch from this driver to their backup driver. No evidence of a device malfunction was found but the freedom driver would not operate without alarm if the onboard batteries did not function correctly. The patient was switched to their backup driver without any adverse impact reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.